Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6)2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.